Event description:
Patient reports getting "no rate" and "call ambulance" messages. A review of the patient's downloaded data showed two asystole recordings and a very low amplitude side to side ECG signal. The patient's electrode belt was replaced.